Manufacturer narrative:
No other complaints were found regarding the lot number 9937338. B3: estimated date.

Event description:
According to the available information, the stent tore when trying to thread onto the wire. Additional stents were needed to be opened which resulted in longer operation time.